Event description:
It was reported that during an unk procedure, the device could not clip on the way of the operation. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Clips. Eval summary: the analysis results found that the er320 instrument was returned in good visual condition and with the clip in jaws. The instrument was cycled and ejected one clips; the remaining 2 clips were fed and formed according manufacturing requirements. See pictures. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.